Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 ((B)(6) 2003), menorrhagia and dysmenorrhea. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2004 for pelvic pain female. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced abortion spontaneous ("miscarriage/stillbirth / pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced menstrual disorder ("menstrual issues"). The patient was treated with nsaids and surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain had not resolved and the pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2004 (as written per pfs, please note discrepancy) previously reported essure insertion date : (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 ((B)(6) 2003), menorrhagia and dysmenorrhea. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2004 for pelvic pain female. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced abortion spontaneous ("miscarriage/stillbirth / pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced menstrual disorder ("menstrual issues"). The patient was treated with nsaids and surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain had not resolved and the pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2004 (as written per pfs, please note discrepancy) previously reported essure insertion date :(B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: miscarriage. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received : case category updated to serious incident, reporter, medical history, essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.